Event description:
Note: this report is the second of two reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03338 for details regarding the first device. It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography on a female patient (age and weight unknown) in 2006. According to the complainant, the balloon broke within the common bile duct. The procedure was completed successfully with another of the same device. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as "ok."

Manufacturer narrative:
Examination of the returned extractor rx retrieval balloon confirmed that the balloon was torn and would not inflate. The cause of the reported complaint is undetermined.